Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had to be hospitalized for 5 days with blood glucose reading ¿high¿ (> 27.8 mmol/l) (> 500 mg/dl). At the hospital she was placed on an intravenous therapy of fluids and antibiotics for dehydration and kidney infections found during her stay. The pod was worn between 4 and 24 hours on the abdomen.